Event description:
It was reported to gems that while the gangry was being tilted backwards, there was a loud noise and the gantry power went out. It was found that the tilting section of the gantry had fallen off of the base. There was no injury. The gantry was shipped back to yms for evaluation. Upon investigation it was determined that it was physically impossible for the gantry to fall on its own. This is due to the location of the gantry's center of mass and the location of the base supports (rollers). An external force of approx 30 kg applied to the top of the front cover is required to push the gantry off of the base. Evidence was also found that one of the rear tilt rollers malfunctioned. This would have lead to operating problems with the tilt. These facts have lead to the determination that site personnel pushed on the gantry in an effort to assist the tilt function that was having problems due to the malfunctioning roller. The site (in china) has not fully cooperated with the investigation. The gantry dropped about 0.7 cm at isocenter and the distance the top of the gantry and the top of the cradle decreased by about 12 cm. Engineering evaluation has shown that the worse case drops are about 2.5 cm at isocenter and 27 cm cradle to gantry decrease. This amount of drop provides the potential for serious injury if this event were to happen again.